Manufacturer narrative:
The doctor removed the appliance and prescribed a peroxyl rinse for treatment. To date, the patient has fully recovered and is doing fine. A new appliance will be fabricated with consideration to patient comfort.

Event description:
A doctor alleged that one (1) patient had experienced irritation and swelling in the roof of her mouth while wearing a herbst appliance.